Event description:
On (B)(6) 2013, during a follow-up call, the patient informed the animas representative that she was treated in the ER after an inadvertently infusing 180 units of insulin to herself while attached during a cartridge change. The patient reported that her blood glucose dropped to ¿40 mg/dl¿ while in the ER and was given food and/or drink. The patient stated she developed symptoms of extreme confusion and sweating. The patient denied being admitted to the hospital. At the time of the call, the patient did not recall when the incident occurred, nor was she able to confirm the serial number of the pump she was using at the time the incident occurred. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp while on insulin pump therapy. The patient¿s alleged hypoglycemia can be attributed to use error, since the patient did not disconnect from the pump during the cartridge change as recommended.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: no defect was found. A rewind, load and prime sequence was performed successfully with no errors or alarms. Pump is detecting the correct force at 5 lbs. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. The pump was found to be delivering within the required specification at the conclusion of the 29hr flow accuracy test. Unable to duplicate complaint during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.